Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that vascular occlusion had occurred. It was also reported that the right ventricular (rv) lead exhibited increased thresholds. The right atrial (ra) lead was explanted and replaced. The rv lead was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.